Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2 and h11. Additional information: system was retracted into the right atrium multiple times to try and reintroduce the delivery system (ds). The system was attempted to be advanced; however, a negative bowing effect was observed on the ds. Delivery system was removed, with no signs of entanglement or complications, removal was very smooth and the case was aborted. Throughout the procedure, the patient was hemodynamically stable. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in france, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Later on the same day post procedure, patient experienced iliac bleeding from the left groin access and was taken to surgery. On post operative day (pod) 1, the patient passed away. The patient showed significant iliac angulation. The patient had a shearing phenomenon between the external and common iliac arteries. There was no difficulty or resistance encountered during vessel access and while advancing the delivery system. The first device was inserted through the right groin. After crossing the tricuspid valve, the device became stuck on the lateral wall and was replaced. A second delivery system was inserted through the left groin and, after crossing the tricuspid valve, became stuck on the posterior wall. A bailout with the second device was also performed and the case was aborted. According to the medical opinion, the perceived root cause of the event was the use of benfluorex (mediator), which may have altered the quality of the vascular tissue, having already affected the valve itself.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labelling review. The complaint for damage to vessel was confirmed with empirical evidence. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Imaging was returned however, per evaluation, it was not adequate to objectively confirm the reported event. Iliac angulation was noted which could have contributed to the event since tortuous vessel anatomy is a known contributing factor to vessel damage. However, the bleeding occurred later in the day after the procedure and there were no procedural difficulties noted during insertion/removal of the delivery system. Thus, a definite root cause for the reported event cannot be determined. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no corrective or preventative actions were required.